Manufacturer narrative:
On 7-feb-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Additionally, the manufactured date and expiration date have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a qdot micro¿ catheter and the patient experienced pericardial effusion that required pericardiocentesis, surgical intervention and prolonged hospitalization. A pericardial effusion was seen on intracardiac echocardiography (ice) during ablation. They had already isolated the left pulmonary vein and were working on the septal area of the right upper pulmonary veins. The patient had no visible symptoms. Patient was monitored for about 45 minutes and the pericardial effusion slowly grew. Pericardiocentesis was done (500 ccs of fluid removed). Pericardial effusion was not slowing down and the patient was taken to surgery for further treatment as they suspected cardiac perforation. Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis, other issues or circumstances may have occurred during the usage of the device that compromised its performance. The root cause of the adverse event remains unknown. Physician's opinion on the cause of the adverse vent is procedure. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a qdot micro¿ catheter and the patient experienced pericardial effusion that required pericardiocentesis, surgical intervention and prolonged hospitalization. A pericardial effusion was seen on intracardiac echocardiography (ice) during ablation. They had already isolated the left pulmonary vein and were working on the septal area of the right upper pulmonary veins. The patient had no visible symptoms. Patient was monitored for about 45 minutes and the pericardial effusion slowly grew. Pericardiocentesis was done (500 ccs of fluid removed). Pericardial effusion was not slowing down and the patient was taken to surgery for further treatment as they suspected cardiac perforation. Additional information was received indicating the physician's opinion on the cause of the adverse event is that it was procedure related. A pericardial tap was performed initially then the patient was taken to the operating room (or) and surgery was performed to find the injury. Results of the surgery were inconclusive as the injury could not be identified per md follow up conversation. Ablation was performed prior to noting pericardial effusion. No evidence of steam pop. It is unsure when the injury actually occurred but it was identified during ablation. No error messages were observed on biosense webster equipment during the procedure. Patient improved but required extended hospitalization due to the surgical intervention.